Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. This lead's allegation was confirmed. This lead did not pass the guidewire insertion test as there was a plug of dried blood/body fluid in the lumen which broke up with pushing. The guidewire was able to pass through with no resistance felt afterwards.

Event description:
Boston scientific received information that this left ventricular (lv) lead was unsuccessfully implanted. The physician could not advance the wire through this lead. This lead was flushed twice but still wire won't advance. This lead was never in service. No adverse patient effects were reported.